Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies, a loss of consciousness, and hospitalization for thirty (30) days. Date of issue is an approximation. Patient stated that she was wearing the cgm when she was found unconscious at home. It is not known how patient was transported, or the treatment patient received from hospital. Patient reported that the hospital told her that the cgm mg/dl value "was 150-200 points off." At the time of contact, patient is fine. No additional patient or event information was provided. Data was provided for evaluation. The reported cgm inaccuracies was not confirmed via data. The root cause could not be determined.